Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was running intermittently. There has been no report of patient involvement.

Event description:
Additional information was received confirming the exact "event date" is unknown. The issue was "acknowledged by the tech on 19-apr-2021" during routine testing. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection found the device was received with no cuffs, a cracked return tube and fluid ingression on the printed circuit board (pcb). During testing the device goes into "overtemp" at 40 degrees celsius and goes out of operation mode; causing it to stop pumping. The complaint was confirmed. A design issue was found to be the root cause of the issue; the cracked return tube then causes fluid ingression on pcb. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The return tube and pcb were replaced. The device passed functional testing.